Event description:
As reported by the edwards field representative, moderate-severe central aortic insufficiency (cai) was detected by echo following deployment of a 23mm sapien valve. A second sapien valve was implanted within the first, which resolved the cai. Per report, the patient's apex was accessed for the transapical transcatheter aortic valve replacement (tavr) procedure through a left side mini thorocotormy. The sapien valve was then deployed without incident in a 50:50 position across the native aortic annulus. The physician then noted that the third leaflet may have been stuck as there was moderate-severe cai. Insertion of the pigtail catheter through the valve to dislodge the stuck leaflet did not resolve the cai. A second 23mm sapien valve was implanted 1mm higher than the first, which resolved the cai. It was suspected that the cai was caused by native leaflet overhang. Additional investigation revealed the following: the image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The native aortic valve was severely calcified, which was described as contributing to the reported stuck leaflet. The native leaflets were described as normal.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation and native valve leaflet overhang with the potential to impair sapien leaflet function are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex3 delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular and abnormally long native valve leaflets as factors that can contribute to regurgitation and native leaflet overhang. In this case, the root cause of the reported cai cannot be confirmed; however, there were several anatomical factors which may have contributed to the event, including the severe calcification of the native aortic valve and suspected native leaflet overhang. The cai was resolved by the implantation of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.